Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) will be dispatched to the customer site to further investigate the reported event and replace the set up joint (suj). Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a training/demo of the da vinci system, set up joint (suj) 4 axis was mismatched. It is necessary to replace suj4. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the wrist axis was out of range due to a hard stop break. The fse corrected the issue by calibrating all axes from set up joint (suj) 4. The fse will replace suj4. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.